Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: only use u-100 insulins in your pump. Only u100 humalog and novolog have been tested and found to be compatible for use with the pump. The use of insulin with lower or higher concentration insulin may cause over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events.

Event description:
It was reported that occlusion alarms occurred. Customer addressed the alarms by a supply change. Customer blood glucose (bg) was ¿high¿; although specific value was not provided. Elevated bg was addressed by a bolus via the pump. Customer went to the emergency room (ER) with a bg of 986 mg/dl and high ketones. Customer was treated with intravenous fluids of saline and insulin. Treatment resolved the issue and there was there no permanent damage. Customer was released from the ER on (B)(6) 2023. Tandem technical support (tts) performed a pump system check and the pump is functioning as intended. Reportedly, the customer is using admelog insulin. Tts informed the customer that admelog is off label per the tandem user guide.